Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Skin got caught in between [skin injury]. The brush became so loose until skin got caught in between [injury associated with device]. The brush became so loose [device physical property issue]. Brush detached in mouth / brushes broke / brush can come off while brushing [device breakage] . Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 04-jul-2017 that after having used the oral-b power oral care refills precision clean just a few times, the last 2 brushes broke. The consumer described that in the first case, the brush became so loose until his/her skin got caught in between. The consumer disposed of this one and grabbed a new one. After brushing a number of times, he/she had the brush detached in his/her mouth. The consumer reported that he/she had been using an oral-b toothbrush for many years with complete satisfaction. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 08-jul-2017 received consumer's follow-up e-mail: the consumer reported that he/she bought the brushes in a pack of 4, and didn't have any brushes out of this package. The consumer scratched the gray logo with a coin. The consumer reiterated that the brush could come off while one was brushing. No further information was provided. 10-jul-2017 received consumer's follow-up e-mail: the consumer reported that he/she performed the test, and nothing happened. No further information was provided.